Event description:
It was reported that the material broke when the cath mount was disconnected. No patient injury or harm reported. Further information stated that "event occurred not during use but after use".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual device was returned, along with five representative samples. The manufacturing site reports that the tubing on all returned samples was torn after testing was conducted. A device history record review was performed and no relevant findings were identified. The complaint was confirmed. A non-conformance was opened with the supplier of the tubing in order to address this issue.

Event description:
It was reported that the material broke when the cath mount was disconnected. No patient injury or harm reported. Further information stated that "event occurred not during use but after use".